Manufacturer narrative:
Other, other text: h2: a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported problem was not able to be duplicated. During analysis, the device's beepers were found to be working properly as normal. Service recommended to replace software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump had no sound. There were no reported adverse events.